Manufacturer narrative:
(B) (4): angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix. Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Time of adverse event. Approximately 13 months post procedure. It was reported via a trial that on (B) (6) 2009, the patient underwent stenting in the predilated mid left anterior descending artery with one xience v stent. On an unspecified date in (B) (6) 2010, the patient experienced typical angina pectoris that required percutaneous coronary intervention on (B) (6) 2010. The patient's symptoms resolved on (B) (6) 2010. There was no adverse patient sequela. Though requested no additional information was provided.